Manufacturer narrative:
He surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not using antibiotics, not prepping the skin, patient engaging in strenuous activities, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated before closure. In addition, the clinical representative disclosed the patient has a history of cardiovascular disease, which may also contribute to the patient developing an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is attributed to user error-clinician.

Event description:
Patient reporting discomfort and swelling at the incision pocket. The implanting clinician prescribed antibiotics to treat the infection, and no further issues have been reported.